Manufacturer narrative:
One fogarty catheter with attached bd 3 ml syringe was returned for evaluation. The original opened packaging box was returned with the unit. No visible damage to the catheter body, balloon, or windings was observed. The balloon was inflated with 1.2 cc air as recommended in the product IFU. The balloon inflated clear and concentric. There is no deflation specification using air as the inflation media. The balloon was then inflated using 0.5 cc water and the balloon inflated clear and concentric and did not leak. Balloon deflation was achieved in 4 seconds by pulling back on the syringe plunger. The specification for balloon deflation is 15 seconds while pulling back on the syringe plunger. The through lumen was patent without any leakage or occlusion. Balloon inflation testing was performed with a lab bd 5 cc syringe. Visual examinations were performed under microscope at magnification 20x and with the unaided eyes. Customer report of balloon deflation issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. It states in the product IFU to inflate the balloon with sterile fluid or gas to the maximum recommended volume. Pull a vacuum on the syringe. Repeat until all air is removed. It is unknown if user or procedural factors may have contributed to issue of the inability to deflate the balloon before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that balloon did not deflate at the inflation test before use. There were no patient complications reported. Patient demographics were unable to be obtained.